Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During presurgery, checks before a mako tka case, the mako robot located at (B)(6) hospital, didn¿t pass the combined accuracy check in lefty configuration. I repeated the check multiple times, changing robot arm starting position and pushing the robot in different spots on the floor, but I still wasn¿t able to pass the test. The test passed only in righty configuration, but because the case required a lefty configuration, I decided to call our field service engineer ((B)(4)) who guided me through camera accuracy check and robot arm accuracy check. Once verified that the problem was caused by the arm and not the camera, (B)(4) came to the hospital and recalibrated the robot using the rod. This allowed the system to pass the combined accuracy check and the remaining pre surgery checks. At this point, surgeon was notified we were ready to go and patient was brought in theatre. While surgeon was doing the incision, I was assisting the scrub nurse in preparing the robot following the steps required by the tka application. During the ¿rio setup¿ step, the nurse was pushing the trigger on the mics, but the arm stopped at about 15% of the progress bar, without reaching its predefined position and displaying an error saying that the arm was moved too fast or too hard. We tried again about 10 times, then I called our national mako instructor tim whitehouse, who guided me through different troubleshooting tentatives. The one that worked was to unplug and plug back the mics from the robot, followed by shutting down and restarting the system. Subsequently, the surgeon had to home the robot again and then we were able to successfully reach 100% in the rio setup step. Further to this, during cutting we had an issue with the straight saw attachment, because the surgeon noticed the saw blade was loose. He was able to tighten the bolt using the wrench (which I know is not best practice, as it should be hand tightened) and finish the case. After the case, we inspected the bolt and noticed it had too much play when tightened, so we disposed of it and requested a replacement. I believe this issue is not related to the others described above, but to wear of the straight saw attachment. The case was delayed by 2 hours. Lastly, during our second mako tka case of the day, we had again the same rio setup issue. This time the scrub nurse started the rio setup procedure having joint 5 rotated at one extreme of its range of motion. When the surgeon stepped in, we asked him to repeat the procedure but this time flipping joint 5 to the opposite direction, and this allowed the robot to reach 100% in the progress bar, however the actual position reached was visibly incorrect. So we had to repeat the procedure another time, to reach the correct arm position. After the case, I tried to replicate the rio setup error, starting the arm from different positions (including extreme rotations of joint 5), but the process was always successful.

Manufacturer narrative:
During presurgery checks the mako robot didn¿t pass the combined accuracy check in lefty configuration. I repeated the check multiple times, changing robot arm starting position and pushing the robot in different spots on the floor, but I still wasn¿t able to pass the test. The test passed only in righty configuration, but because the case required a lefty configuration. Our field service engineer guided me through camera accuracy check and robot arm accuracy check. Once verified that the problem was caused by the arm and not the camera the fse came to the hospital. Device evaluation and results: per gsp 164835: arrived on site and performed presuregry check, all tests passed. Prepared the system for the tka rio set-up and successfully perform this step a number of times followed by the rio registration and verification. The error could not be reproduced. Also, I checked the robot software logs for the presurgery, no errors were logged. After speaking to the mps, I was advised that both cases were completed successfully but the setup for the second case was incorrect, the arm was in the wrong position for j5. I twisted the j5 joint fully (still looked like the 90/90 position but the mics was in an awkward position). After the change in j5 position I initiated the rio set-up by pressing the mics button, when j5 started to move into position the j5 bump stop was hit instantly and the error ¿arm pushed too hard¿ issued. The reported error was reproduced. I then checked the arm software log which logged ¿motor current tracking error¿ and ¿torque warning on j5¿. After this I performed the j5 propagation a number of times, no errors were logged. I checked the current_error, commanded_current and motor_current in the arm logger, all three were within limits. I then repeated rio set-up more than 30 times (in the correct orientation of 90/90 and j5 setup correctly, not turned fully) and no errors were logged or issues detected (software logs were clear). Product history review a review of device history records shows that on 01/20/16 1 device was inspected and 1 device was placed on: qt 15-12-0018, qt 16-01-0032. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n (B)(4). Serial number (B)(4). Shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During presurgery checks before a mako tka case, the mako robot located at st vincent¿s private hospital east melbourne didn¿t pass the combined accuracy check in lefty configuration. I repeated the check multiple times, changing robot arm starting position and pushing the robot in different spots on the floor, but I still wasn¿t able to pass the test. The test passed only in righty configuration, but because the case required a lefty configuration, I decided to call our field service engineer (ranka margaretic) who guided me through camera accuracy check and robot arm accuracy check. Once verified that the problem was caused by the arm and not the camera, ranka came to the hospital and recalibrated the robot using the rod. This allowed the system to pass the combined accuracy check and the remaining pre surgery checks.at this point, surgeon was notified we were ready to go and patient was brought in theatre. While surgeon was doing the incision, I was assisting the scrub nurse in preparing the robot following the steps required by the tka application. During the ¿rio setup¿ step, the nurse was pushing the trigger on the mics, but the arm stopped at about 15% of the progress bar, without reaching its predefined position and displaying an error saying that the arm was moved too fast or too hard. We tried again about 10 times, then I called our national mako instructor tim whitehouse, who guided me through different troubleshooting tentatives. The one that worked was to unplug and plug back the mics from the robot, followed by shutting down and restarting the system. Subsequently, the surgeon had to home the robot again and then we were able to successfully reach 100% in the rio setup step.further to this, during cutting we had an issue with the straight saw attachment, because the surgeon noticed the saw blade was loose. He was able to tighten the bolt using the wrench (which I know is not best practice, as it should be hand tightened) and finish the case. After the case, we inspected the bolt and noticed it had too much play when tightened, so we disposed of it and requested a replacement. I believe this issue is not related to the others described above, but to wear of the straight saw attachment. The case was delayed by 2 hours.lastly, during our second mako tka case of the day, we had again the same rio setup issue. This time the scrub nurse started the rio setup procedure having joint 5 rotated at one extreme of its range of motion. When the surgeon stepped in, we asked him to repeat the procedure but this time flipping joint 5 to the opposite direction, and this allowed the robot to reach 100% in the progress bar, however the actual position reached was visibly incorrect. So we had to repeat the procedure another time, to reach the correct arm position. After the case, I tried to replicate the rio setup error, starting the arm from different positions (including extreme rotations of joint 5), but the process was always successful.